Manufacturer narrative:
H10, h3, h6: the device, which was not used in a procedure, was returned for evaluation. There was no relationship between the reported event and the device. Visual assessment of the device showed no damage to the drill. Functional inspection was performed and showed the drill functioned as intended. No overheating was observed. This device was manufactured in aug 2016. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no related failures. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed.

Manufacturer narrative:
H10 h6: the device, which was not used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the motor heated. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.